Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with lcp plate and screw construct on an unknown date for a diaphysis femoral fracture. Patient complained that she cannot put weight on her left foot. During a follow up, it was noted that there was an incomplete fracture of the plate and a non union of the fracture. Patient was returned to the o.r. On (b)(64) 2012 for removal of hardware and revision surgery. During the revision surgery, it was found that one distal and one proximal locking screw were loose. The patient was revised to another lcp plate and bone graft. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). No product fault could be detected. Based on the provided information, the exact cause of this occurrence cannot be determined. It is possible that a complication during the healing process caused a fatigue rupture of the plate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.